Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 75. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 129mg/dl-130mg/dl fasting. Verified the strips expire 5/15/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. (B)(6). Customer have only been using the meter since (B)(6) 2016 and customer is unable to get a blood results. Check the memory and customer states that the meter will only give lo blood results. Check the memory and the time and date is not set correctly.